Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were requiring multiple presses to respond and also cancelled boluses without user intervention. The patient confirmed checking the bolus history after the boluses were cancelled. The patient confirmed no known damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast keypad buttons were intermittently unresponsive and required multiple button presses to engage; the up arrow and down arrow keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under all key contacts.